Event description:
It was reported by the aci vascular closure specialist that a pt underwent a diagnostic peripheral procedure on an unk date. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the balloon lost pressure on calcium. The pt was converted to 20 mins of manual compression at which time hemostasis was achieved and the pt was noted as stable. The pt was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned, therefore, a physical investigation could not be performed. The review of the lhr (lot f1229601) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.